Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, when the physician attempted to remove a polyp, the polyp was difficult to cut with the sensation snare and took longer than expected. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event: difficult to cut through target polyp. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.